Event description:
Voluntary medwatch received states that failure to capture was suspected on the right ventricular lead. Upon review, odd heart beats were also observed. No intervention was performed. No patient adverse events were reported.